Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous common iliac artery. The 8.0mmx19mmx135cm omnilink elite self-expanding stent system (sess) was advanced; however, resistance was met with the non-abbott guiding sheath catheter and the omnilink elite stent implant dislodged in the patient's anatomy. Reportedly, the stent implant dislodgement occurred due to the interaction with the non-abbott guiding sheath catheter. The dislodged stent implant was successfully snared using a snare device. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The decision was made to complete the procedure at that time, and it is unknown when the target lesion will be treated. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: agosal 300. Guide catheter: destination/terumo 90cm. Evaluation summary: the otw omnilink elite was returned and the reported stent dislodgement was confirmed. The reported resistance was not tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency